Event description:
Journal reference: dudding tc, meng le, faiz o, et al. Economic evaluation of sacral nerve stimulation for fecal incontinence. Br j surg. 2008;95(9):1155-1163. Sacral nerve stimulation (sns) is an established treatment for fecal incontinence in patients who have failed conservative management. This study established the cost- effectiveness of treating patients with sns compared with non-surgical treatment. A cohort analysis was performed based on prospectively collected data on patients who had undergone sns at a single institution between 1996 and 2006. Data was available on 48 patients. Symptoms of fecal incontinence had been present for a median of 7 (range 2/24) years before surgery and all patient had failed to benefit from previous conservative treatments. This study has demonstrated that sns is a cost- effective treatment. Reportable event: five patient experienced pain at the implant site that required further surgery to reposition the implanted device. See mfg repor2182207200806343.